Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One catheter with attached monoject 0.8 cc limited volume syringe and non-edwards three-way stopcock at the proximal injectate hub was returned for evaluation. Blood was observed from distal hub. No visible damage or abnormality to the catheter body, balloon or returned syringe was observed. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 0.8 cc air. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. Customer report of blood temperature measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, the clinician an start the troubleshooting process or abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the indicated blood temperature was lower than the expected value on the first day of use. The expected value of blood temperature was 35 to 36 degrees c but the indicated value was not available. The catheter was exchanged after observing the inaccurate value, and the problem was solved. It is unknown if an error message was observed or if there was an occlusion, leakage or kink noted in the catheter. It is unknown if the value was affected by the patient condition. Patient demographic information requested but unavailable. There were no patient complications reported.